Manufacturer narrative:
Alarm lamp board has been exchanged. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: alarm lamp (yellow) does not turn on. The event did not occur during ventilation.